Manufacturer narrative:
Product ID: 388928, lot# 0209894187, implanted:(B)(6) 2015, explanted: (B)(6)2018, product type: lead, product ID: 388928, lot# 0209894187, implanted: (B)(6)2015, explanted: (B)(6)2018, product type: lead. Explant date of (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site assessed the event as related to the electrode. The lead was replaced on (B)(6) 2018 together with repositioning and the reprogramming of the neurostimulator. There was no additional information in regards to the cause of the electrode degradation and high impedance. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a worsening of the micturition quality, return of initial symptoms, patient less responsive to the therapy, symptoms are due to the electrode degradation, and high impedance along the whole plot (4000 ohms) at the time of the test. The system was reprogrammed and repositioned at the level of the left upper buttock. The lead was replaced on right s3 on (B)(6) 2018. Lastly, the cause of the malfunction was not known. Actions taken include a neurostimulator repositioning with event resolution on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, product type: lead; product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: 0209894187,(B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a return of initial symptoms (pollakiuria and nocturia). Factors that may have led or contributed to the issue remain unknown. There was a report that actions taken was that they were treated with botulinic toxin. The issue was not resolved at the time. It was reported that the investigator assessed the event as not serious, not related to procedure, and related to the stimulator. No surgical intervention occurred or was planned. There was a report that the adverse event diagnosis was updated to degraded micturition quality, return of initial symptoms, patient less responsive to the therapy without device deficiency. The consequences was updated to an unscheduled visit on (B)(6) 2017. It was reported that the issue was linked to the stimulator and the event was currently not resolved. The diagnostics showed return of initial symptoms and therapy effect decreased. The event was updated to be related and lead related. Additional information received reported a degraded micturition quality, return to initial symptoms, patient less receptive to therapy. Symptoms due to electrode degradation, high impedance on all lead plots (>4000 ohms) during the test. The event was resolved on 2018-01-11. Relevant medical history includes idiopathic urinary incontinence since 2010. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site assessed the event as related to the electrode. The lead was replaced on (B)(4) 2018 together with repositioning and the reprogramming of the neurostimulator. There was no additional information in regards to the cause of the electrode degradation and high impedance. No further complications were reported/anticipated.